Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2008 - dor: none reported (right hip); patient is a resident of (B)(6). Update dec 20, 2017: asr litigation received. In addition to what was previously alleged, litigation alleges pain, suffering and emotional distress. Added unknown head, stem and sleeve due to alleged excessive levels metal ions. Added new associated contacts. Confirmed revision. Dor: (B)(6) 2017. This complaint was updated on: january 05, 2018.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Medical records received. After review of medical records, the patient was revised to address pain, metal on metal wear, metallosis, osteolysis, iliopsoas bursitis and pseudotumor. Intraoperatively, there was evidence of metallosis and some tissue necrosis, iliopsoas bursal fluid collection, scar tissue and osteolysis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.